Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. A47945) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's past medical history included miscarriage and multiple cesarean sections. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced headache ("headaches"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vertigo ("vertigo"), back pain ("back pain"), abdominal pain upper ("stomach pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), acne ("acne"), nausea ("nausea"), rash pustular ("rashes or skin conditions-puss filled bumps/skin condition on my back"), vision blurred ("blurry vision") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent a procedure to remove her essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vertigo, back pain, headache, migraine, alopecia, dyspareunia, acne, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, gastrointestinal disorder, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain upper, female sexual dysfunction, dysmenorrhoea, fatigue, mood swings, nausea, rash pustular and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2015, chromopertubation was done. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received: reporters, essure lot number a47945 and events vaginal, menorrhagia, vaginal infection, gastrointestinal or digestive system condition, abdominal pain, lower abdominal pain and essure confirmation test was not done were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's past medical history included miscarriage and multiple cesarean sections. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced headache ("headaches"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vertigo ("vertigo"), back pain ("back pain"), abdominal pain upper ("stomach pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), acne ("acne"), nausea ("nausea"), rash pustular ("rashes or skin conditions-puss filled bumps/skin condition on my back"), vision blurred ("blurry vision") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, "plaintiff" underwent a procedure to remove her essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vertigo, back pain, headache, migraine, alopecia, dyspareunia, acne, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, gastrointestinal disorder, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain upper, female sexual dysfunction, dysmenorrhoea, fatigue, mood swings, nausea, rash pustular and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2015, chromopertubation was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's medical history included miscarriage and multiple cesarean sections. On (B)(6)2015, chromopertubation was done. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced vertigo ("vertigo"), back pain ("back pain"), headache ("headaches"), migraine ("migraines"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain"), 2 months after insertion of essure. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), mood swings ("mood swings"), acne ("acne"), nausea ("nausea"), rash pustular ("rashes or skin conditions-puss filled bumps/skin condition on my back") and vision blurred ("blurry vision"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (exploratory laparotomy tubalre-anastomosis, chromopertubation, and essure removal, tubal ligation.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, vertigo, back pain, headache, migraine, alopecia, dyspareunia, acne, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, gastrointestinal disorder, abdominal pain, abdominal pain lower and vulvovaginal pain had resolved and the genital haemorrhage, abdominal pain upper, female sexual dysfunction, dysmenorrhoea, fatigue, mood swings, nausea, rash pustular and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: current weight 236 lbs one to two ring of trailing coils are visible when the implant is completely released. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Ultrasound scan - on (B)(6)2014: right ovary: normal cyst left ovary: normal cyst uterus: normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event:vaginal pain were added.fu 13 and fu 14 process together. On (B)(6)2018: pfs and mr received. Concomitant drugs lab data were added.fu 13 and fu 14 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and cesarean section. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), migraine ("migraines"), alopecia ("hair loss"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), acne ("acne"), nausea ("nausea"), rash papular ("rashes or skin conditions-puss filled bumps/skin condition on my back"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a procedure to remove her essure coils.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and acne had resolved, the vertigo, back pain, abdominal pain upper, headache, migraine, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, mood swings, nausea, rash papular, vaginal discharge and vision blurred outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, mood swings, nausea, pelvic pain, rash papular, vaginal discharge, vertigo and vision blurred to be related to essure. Diagnostic results: on (B)(6) 2015, chromopertubation was done. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added-abnormal bleeding (general), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, mood swings, acne, nausea, rashes or skin conditions-puss filled bumps/skin condition on my back, vaginal discharge and blurry vision. Historical conditions and lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vertigo ("vertigo"), back pain ("back pain"), abdominal pain upper ("stomach pain"), headache ("headaches"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2015, plantiff underwent a procedure to remove her essure coils.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vertigo, back pain, abdominal pain upper, headache, migraine and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, headache, migraine, pelvic pain and vertigo to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporter was added and product stop date, events were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.